Event description:
The device was used during a laparoscopic cholecystectomy procedure. The flapper seal button portion of the seal became dislodged while inserting the specimen retrieval bag. The button fell into the pt and was immediately removed by the surgeon through an alternate trocar. A new seal was placed on the cannula and the case was completed without further complications or delays.